Manufacturer narrative:
The drill attachments were received by the manufacturer, and the complaint was confirmed. Internal components were evaluated, and it was discovered that the nose bearings were lacking the appropriate lubrication. A likely cause of lubrication loss is improper cleaning and sterilization techniques. The user facility informed the manufacturer's sales rep that they submerged the attachments during the cleaning process. The instructions for use caution against "immersing the attachment" because it can damage the device. The devices could not be repaired, and was discarded.

Event description:
It was reported that during equipment testing at the user facility, two drill attachments heated up. This issue did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.